Event description:
Caller tested 2.5 inr on the coaguchek xs system while comparison labs returned as 1.6 inr. Warfarin was given based on the lab result. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6).